Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an energy too high system message displayed during laser treatment. Additional information received states that the procedure was completed with no patient harm.

Manufacturer narrative:
At the on site visit the fse (field service engineer) exchanged mirrors and performed alignment. The root cause could not be identified conclusively, as the issue was one-time. The manufacturer internal reference number is: (B)(4).